Event description:
The nurse was providing care for a patient that required the patient to be turned over to the side. The brakes on the bed were locked, but one of the wheels released independently and rolled onto the caregivers lateral two toes causing injury. The patient was not harmed; only the caregiver was injured.======================manufacturer response for hill-rom total care model p1900, (brand not provided) (per site reporter).======================the manufacturer came on site, evaluated the bed, and determined that one of the casters had broken allowing the locking mechanism to disengage. The caster was replaced and the bed was returned to service.device #1is this a laboratory device or laboratory test?no.